Manufacturer narrative:
Based on the information provided the check valve located near the ultrafiltration pump had crust build up indicative of a leak. This valve is responsible for allowing fluid to flow in the proper direction, keep constant pressure and prevent fluid loss from the pt. The regional equipment specialist performed maintenance on the device. The plant investigation is ongoing. A supplemental medwatch will be submitted at the completion of the investigation.

Event description:
It was reported by the regional equipment specialist in (B)(6) that during a routine periodic maintenance of the k@home hemodialysis machine, crust was discovered on the check valve located near the ultrafiltration pump indicating a leakage of fluid (time period unknown). The problem was corrected and the pt continues on hemodialysis. There was no pt adverse event.